Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 17-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was not receiving benefits from the right lead used in a deep brain stimulation procedure. The right gpi lead was surgically removed and will be replaced in the future with another manufacturer's lead. The patient was alive with no injury. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative, and it confirmed with the hcp that the patient is not currently receiving therapy. The actions taken or planned to resolve the issue remain unknown.